Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the manual stapling handle was being used to seal the pharyngeal pouch. The stapler did not engage effectively and caused a tear in the soft tissue. The surgeon opted to hand sew the pharyngeal pouch instead of using the stapler. The type of injury was minor.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the manual stapling handle was being used to seal the pharyngeal pouch. The stapler did not engage effectively and caused a tear in the soft tissue. In order to complete the case the surgeon finished off pouch by suturing. The type of injury was minor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.